Manufacturer narrative:
The device was received not deployed and the pink slide insert was not visible. Cracks were observed on the top housing. The downloaded data indicates that the pod completed its first priming sequences and ran for 46 pulses before being deactivated. There were no timeouts or drive stalls that occurred before the device was deactivated. The device was deactivated before the device could deploy. No problems were found on the device that would cause the device to deploy early. No internal components were exposed or found to be damaged, the cause and timing of the damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.